Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed and failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 would not open. A field service engineer (fse) checked connections and rebooted. But in hardware test application (hta), the drawer was closed and sensor read open, so reseated sensor and tested in hta to resolve the issue. The system functioned as intended after the field service engineer repaired the device.